Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose. Additionally, it was reported that the pump was not logging data despite being in use. Reportedly the pump history did not record a battery charge start event or a battery charge end event which both occurred on (B)(6) 2018. During troubleshooting with tandem technical support, the contact plugged the pump in to charge and verified that the battery charge start displayed in the pump history as expected. Reportedly the customer continued to use the pump for insulin therapy.